Event description:
It was reported by repair work order that the foot end patient left caster horn was damaged and could potentially affect cot stability. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.